Event description:
A percutaneous coronary intervention (pci) was performed. The intravascular ultrasound (ivus) imaging catheter was used for imaging the lesion in the mid right coronary artery (rca). Balloon inflation was performed, a stent was implanted, and the ivus imaging catheter was used to image the stent placement. The stent was fully dilated. Upon removal of the catheter resistance was felt and the catheter became stuck with the distal end of stent. The physician was able to insert a guidewire inside the sheath of the imaging catheter, after the imaging core was removed, and was able to successfully withdrawal the ivus catheter. The patient's condition is reported to be "good" following the procedure.

Manufacturer narrative:
(B)(4) - stuck in stent. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints found in this lot. The device was returned, upon receipt only the sheath assembly was received. No damage was observed on the sheath. The user took apart the catheter to aid in removal of the catheter and disposed of the remainder of the device, therefore, functional test could not be performed. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When re-advancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when re-crossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the returned device, and the anatomical and procedural factors encountered during the procedure, the cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.